Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the distal right coronary artery. The 2.75x12mm nc trek balloon dilatation catheter (bdc) was unpackaged without issue and prepped before use with no leak noted during preparation. The bdc was advanced to the target lesion without resistance; however, during inflation the balloon ruptured at 15 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5mm non-abbott bdc was used to successfully pre-dilatate the lesion, followed by deployment of a 3.0x24mm non-abbott stent implant. There was no additional information provided.